Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port "prongs" appeared bent inside the usb port and the customer experienced difficulty charging the pump. The customer's blood glucose was not impacted due to the charging issue. Reportedly the customer would continue to use the pump for insulin therapy.